Event description:
Following the apparently uncomplicated balloon kyphoplasty treatment of painful vertebral body fractures of t11-l3, a female was given an epidural injection of depo-medrol and marcaine. Approximately 10 minutes after the epidural injection, the pt arrested and could not be resuscitated. The cause of death is unk.

Manufacturer narrative:
Device not returned for evaluation: follow up conversation with treating physician reporting event. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.